Event description:
It was reported that the pump indicated a data log corruption. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer took no immediate action for high blood glucose and did not require assistance from a third party. Technical support informed caller that some history logs might have been erased; however, therapy was unaffected, and customer would continue using pump for insulin therapy. Caller acknowledged and understood the information provided.